Event description:
The customer reported that the device did not deliver a shock as expected during testing. There was no report of patient involvement or impact.

Manufacturer narrative:
The customer reported that the device did not deliver a shock as expected during testing. There was no report of patient involvement or impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.